Event description:
It was reported the video system center had displayed b30 error when various camera heads were used resulting in no image. There were no problems when the camera heads were tested on a different video system. Third camera head gave no problems. The sales rep tried cleaning the device. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation (per the field service engineer¿s investigation results). Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to faulty camera heads. Olympus will continue to monitor field performance for this device.